Event description:
The customer reported that although they could visually see alarms, they were unable to hear the alarms.

Manufacturer narrative:
(B)(4): the customer reported that although they could visually see alarms, they were unable to hear the alarms. Based on the current information, the hospital staff conducted tests on alerts in obtv and appear to be functioning. The customer rebooted the internal server and confirmed that the archiving and alerting are back to "normal" functioning. In the absence of audio functions, users may not be aware of the need for emergent care, therefore, there may be a health risk. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.